Event description:
It was reported that the unspecified bd extension set was cracked. The following information was provided by the initial reporter: various bd extension sets ¿cracking¿, despite past education efforts. Trifuse and quadfuse microbore extension sets. There have been several products that have broken. Many days involved. Unsure what the lot numbers are. Packages get thrown out. This has been a problem since we received the product so it would span over several lot numbers. We are concerned that there is an increased risk of bloodstream infection. Additionally, when they crack it can be a choking hazard for pediatric patients who are touching their central line or piv.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction medical device catalog #: mz9281. Medical device brand name: bd maxzero minibore tri-fuse extension set. Unique identifier (UDI) #: (B)(4).

Event description:
Material number confirmed to be mz9281.